Event description:
It was reported that during an unk procedure, upon retrieving gallbladder intrap-op, endopouch retriever broke necessitating extension of surgical wound. There doesn't seem to be any additional injury to patient.

Manufacturer narrative:
(B)(4) date sent: 1/14/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are any pictures available? How far was the surgical wound extended? Please provide the current status of the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. Correction: attached medwatch.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # a98g0r. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample indicated that the pouch device was received fully deployed, with its support arms outside the introducer tube. The suture and bag were not returned for analysis; therefore, a determination of the cause of the reported event could not be made. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch a98g0r number, and no non-conformances were identified.